Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 2643ml, indicating the home patient (hp) drained 2643ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 5143ml, which meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event as the patient never reported any symptoms of overfill or excessive drain volumes. The nurse stated that the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the root cause of the iipv was determined to be insufficient drain as one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).